Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump would not power on. The patient noted no damage or corrosion to the pump, and the pump had not been exposed to moisture. The patient replaced the battery to no avail. The battery cap was tight and secure. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: the battery cap was not returned and the pump powered on with a test battery cap. The pump was exercised for 24 hours with no reboot or loss of power duplicated. There was no evidence of moisture contamination inside the pump when the case was removed. There was no evidence of intermittent contact with the battery terminal contacts. There was no black box data to support the complaint timeframe and no unexplainable pump reboot¿s observed in the current black box history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.